Event description:
Allegedly, patient underwent index surgery on (B)(6) 2015. However, patient had pain and recurrent instability and underwent revision surgery on (B)(6) 2017. The cup, screws, liner, head and neck were revised. The stem pha00606, stem revision "profemur® z", lot: 068501170 was not revised. This revision surgery has been captured under microport incident group (B)(4). During revision surgery, patient was implanted with a phac1252 profemur® neck var/val 8dg short cobalt chrome and a 26000020 cocr transcend® femoral head 28mm slt taper x-long from wright medical. Patient received also a liner, insert and acetabular shell from stryker medical. Since her revision on (B)(6) 2017, patient has been complaining of issues but has not yet indicated what those issues are. Patient was told she needed another revision however it has not been indicated if it has happened yet. Chromium level is current 0.2.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.